Manufacturer narrative:
The following concomitant products were used during the procedure: 30 degree endoscope plus, permanent cautery hook, tip-up fenestrated grasper, cadiere forceps, and mega suturecut needle driver. A site history review found no complaints have been received for the instruments used during this procedure. DHR review for the device(s) involved with the reported event found no non-conformances were identified to be related to this complaint. Review of the sureform 60 stapler logs found used in this event found the instrument was installed on the system 8 times and fired 7 white reloads. On install 1, a white reload was loaded, however no clamping or firing was attempted. On install 2, the first clamp attempt stopped at approximately 94% completion. The next two clamps were successful, and the firing was completed with 2-3 pauses for compression. On installs 3-5, the first clamp was successful, and the firings were completed with 1 pause for compression each. On installs 6-8, the first clamp was successful, and the firings were completed with no pauses for compression each. There were no stapler related errors in the logs, and there was no report of any issues from the or team regarding the stapler instrument. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that patient in this report died 6 days following a reportedly uneventful gastric bypass procedure. How they died and what events led to their death are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that the patient underwent a da vinci-assisted roux-en-y gastric bypass procedure. The patient subsequently expired on post-operative day 6. No information regarding the events leading up to the death or the cause of death were provided. There was no report of any intraoperative complications. The site vice president of bariatrics reported that no specific information regarding the post-operative course would be available; however, there was a potential that the patient's cause of death could be attributed to a post-operative overdose. No additional information was provided. There was no allegation that a da vinci system, instrument, or accessory malfunction occurred during the procedure.